Event description:
The customer reported false positive antibody screening tests of patient samples and controls with cell #1 of biotestcell-p3 on tango. Four patient samples that had caused false positives were sent to us for quality control and also the supposedly defective product was returned. Biotestcell-p3's cell #1, that the customer had sent, was hemolytic and showed dark brown streaks while cell #2 and #3 looked normal . Testing of different samples and controls in our quality control laboratory is still ongoing. First testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident

Event description:
The customer reported false positive antibody screening tests of patient samples and controls with cell #1 of biotestcell-p3 on tango. Four patient samples that had caused false positive test results were sent to us for quality control and also the supposedly defective product was returned. Biotestcell-p3's cell #1, that the customer had sent, was hemolytic and showed dark brown streaks, cell #2 and #3 looked normal. Despite this fact our quality control retested the patient samples, negative and positive controls and samples with the customer´s biotestcell-p3 sample. All negative reactions were correct. We observed that occasionally, negative reactions with cell #1 did not show a discrete button but had a diffuse surrounding. Nevertheless these reactions were still correctly negative. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.